Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. It was observed that the needle stylet was damaged. The complaint was confirmed. The damage of the needle set prevented from further investigation. The area supervisor has been notified about the issue to monitor the reoccurrence as this was an issue in isolation.

Event description:
In an elective kidney biopsy with a biopsy instrument, the following incident can be reported today, the tensioned biopsy needle was inserted into the patient. After activating the trigger mechanism, the device fired a "shot" as intended. When pulling it out, however, the shield above the needle was open and the device could not be tensioned again. The biopsy cylinder was lost, so the patient was unnecessarily subjected to a increased risk because it had to be biopsied again.